Event description:
Pt reported infusion device making a buzzing sound, time had not changed, and appeared to be frozen on the basal rate menu. She replaced the power pack and the infusion device functioned properly. Pt stated that the power pack had been in use for at least one week. She indicated that she was aware of the power pack recall. Pt staed that this issue had occurred with two power packs from the same lot. She did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.